Event description:
The user facility reported that the glidesheath slender involved guidewire was getting stuck going through the needle. It felt like it was shearing, back of the wire would go through with no problem. Additional information 16 mar 2022: there was no patient contact.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section d9, h3 and to provide the completed investigation results. In the initial report it was reported that the device was returned however the box was empty therefore the device has not been returned for evaluation. When product is returned the complaint will be reopened. The evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire mobility issues because the sample was not returned for assessment. The exact root cause could not be determined. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).